Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility that the device referenced in the report was discarded after use in the procedure. Therefore, no device will be returned to olympus for investigation.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic endometrial ablation procedure for uterine bleeding, the patient was burned and sustained a small (superficial) blister on the inside of the labia upon withdrawal of the instrument from the uterus. It was stated that there was no bleeding observed at the burn site. The patient was provided a cream for the burn and will follow up with the physician at a later date. The intended procedure was completed with the same device. The device was inspected after the procedure and it appeared that the insulation on the exterior portion of the loop was peeling. No further information was provided.